Event description:
Complaint states: "surgeon broke 400mm i.m. Rod in femur and the rod is now left in the pt's femur." Pt info and date of surgery were received 11/22/1999. Pt was having total knee replacement (sz 2.5 femur) in 1999. Co's contact believes that the dr did not drill the femur correctly and forced the rod in to get it to insert fully.